Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented for a routine follow-up. Upon interrogation, the rv lead impedance noted to be high and threshold had been steadily trending upward since implant. The patient was scheduled for a lead procedure. On (B)(6) 2018, the rv lead was capped and replaced. The patient tolerated the procedure well and was stable pre, during and post procedure.